Manufacturer narrative:
Device not returned to MFR.

Event description:
Pt experienced a wound separation a couple of days after a coronary bypass surgery. The pt was re-closed in the or with general anesthesia and suture.